Event description:
It was reported by service report that the head end lift of the bed was stuck in high height and it will not go into trend. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Lift power coil cable.